Manufacturer narrative:
(B)(4).

Event description:
Additional information received in the device logs reported that a motor stall occurred (B)(6) 2013 12:22 with motor stall recovery (B)(6) 2013 13:09. There was no mention of this by the healthcare provider or the patient, only noted in the logs. The was no cause reported for stall.

Event description:
It was reported that the patient resented to the ER (emergency room) with ¿complications with the pump,¿ but had no further details. And requested a manufacturer representative to interrogate the pump. The medication infused by the device system was not known by the reporter. Additional information received reported that an overdose occurred. It was noted that at 8am on the day of the initial report, the patient began feeling the effect of the therapy ¿getting stronger and stronger¿ and she was not feeling quite herself so she called the clinic and the doctor instructed the patient to go to the ER (emergency room.) At the ER, the doctor thought it looked like the patient could have been overdose. The ER hcp (healthcare provider) spoke with manufacturer representative and the patient¿s follow up provider to order a decrease of the daily dose of medications by 25% which was done. The reporter discussed that they were going to contact the ER hcp to confirm that the ER had addressed and monitored the patient for signs of underdose/withdrawal due to the decrease of the interthecal drug. The pump logs were obtained and reviewed and it looked like the last refill/pump update was (B)(6) 2013 around 2:30pm. The reporter did not know what exactly was done with the pump on that date but was going to confirm via the follow up doctor and make sure all previous programming was correct. It was not clear when that communication happened. The device system was used to infuse baclofen, marcaine and sufenta. Additional information received reported that the patient was feeling better as on (B)(6) 2013. Other information of importance was noted as the patient went off her anti-anxiety medication and symptoms were not related to her pump.

Manufacturer narrative:
Product ID 8596sc serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8709sc serial# (B)(4), implanted: 2011 (B)(6); product type catheter (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient was recently seen by another physician and met a manufacturer representative because she was having issues with the pump. The patient was back to another healthcare provider (hcp) at the time of the report. The pump was reportedly delivering boluses automatically at certain times throughout the day. The patient would get a bolus at 7:30am-7:45am and then blacked out. The same thing would happen at lunch. This had been going on for months but the patient was in another state. The patient was seen by her hcp on the report date and it didn't happen, but the patient reported warmth, tingling, feeling hot and feeling euphoria during the time that the patient was seen. The hcp wanted to stop the pump and turn it back on and reprogram everything in case there was a programming error. The hcp interrogated the pump but did not see any issues. It was discussed that it was not possible to shut the pump off and back on. It was asked if there was any way to clear the memory. It was indicated that there should have been 31ml in the pump at the time of this report. The device system was used to deliver bupivacaine 8mg/ml at 3.2mg/day, baclofen 1500mcg/ml at 526mcg/day and sufenta 300mcg/ml at 105mcg/day.